Manufacturer narrative:
We´ve checked the mentioned device. There was no failure found. We´ve contacted the dentist again and found out, that he had used the wrong program. We´ve informed him to use the device according to the dfu.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
In this event it was reported that a waveone motor program does not work anymore. As a consequence a file broke in the canal; no injury resulted. It was found out that the dentist did not use the correct program.